Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 313 mg/dl to over 400 mg/dl range with ketones. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer reverted to manual injections or an alternate pump for insulin therapy.